Event description:
It was reported that this right ventricular (rv) lead was explanted due to endocarditis. This explanted rv lead, along with explanted cardiac resynchronization therapy pacemaker, right atrial lead, and left ventricular leads are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.